Manufacturer narrative:
Initial and final MDR 1877030- MDR - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set cannula bent event on 27-mar-2024 and 11-apr-2024. The event occured 3 or more hours after insertion and the infusion set was in use for less than 5 hours. The insertion site was at abdomen. The blood glucose level was 400 mg/dl. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.